Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed far r-wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were discussed, no intervention was reported. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.